Event description:
Patient reported that during a prime, the device stopped and she was unable to turn it back on. Patient unsuccessfully attempted to turn device back on by pressing all of the device's buttons and changing the device's batteries. No errors were generated by device in conjunction with power problem. Patient switched to back-up device. Patient's blood glucose was not affected, and no treatment was received.